Event description:
During a tibial nailing, the flutes on the medullary reamer head broke in the pt's canal. Surgeon had a difficult time passing the reamer through the canal. The medullary reamer head was noted as broken upon removal of the device from the pt. Intraoperative x-rays noted metal fragments in the canal. Fragments were deep within the canal and surgeon chose not to attempt retrieval. Fragments remain in the pt. Procedure was completed.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Subject device is an instrument and is not implanted. Synthes is unable to determine mfg date without a lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.